Event description:
It was reported that a mcs20 was used during a breast procedure. It was reported by the affiliate that the clips would not deliver(feed). Used another instrument to complete the case. There was no consequence to the pt.